Manufacturer narrative:
Insulin pump trace download analysis confirmed the unit alarmed pump error power detected. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25 due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly. Insulin pump received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails has rubbed off and become illegible. Finally the middle (enter) keypad button is cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported their insulin pump alarmed power error detected. The customer¿s blood glucose level was 4.4 mmol/l at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer also reported that the crack at back of the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.